Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one lf5544 was received and evaluation of the device could not confirm the reported condition. The returned product did not meet specification as received. Visual inspection found the clear insulation was damaged. The investigation found that the jaws were not jammed shut. The jaws opened and closed normally when the handle was activated. The investigation found the device to function normally and within specifications. An additional failure was found during the investigation; the clear insulation on the lf5544 was damaged. The additional findings did not contribute to the reported condition. The device failed hipot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device handle would lock and the associated generator would also sound an error code 300 when valleylab mode was used. No patient injury occurred or medical intervention required.

Manufacturer narrative:
Date of initial report: 2017-03-03. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the handle of the device locked during a procedure. No patient injury occurred or medical intervention required.